Manufacturer narrative:
H.6. Investigation: one (1) sample was received from the customer in an opened blister pack. As the customer had not reported a batch number the batch number on the blister pack was taken to be associated with this complaint. The returned sample was visually examined and was found to be clogged as light was not able to pass through the needle. A device history record (DHR) review was performed on the batches. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Bd acknowledges that the returned needle was clogged. However, as these occurrences would not exceed the acceptable quality level (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see h.10

Event description:
It was reported that bd precisionglide¿ needle had foreign matter on it. This occurred on 3 occasions during use. The following information was provided by the initial reporter: customer reports finding another needle with resin. Information received by email on 9/13/2019: the customer does not have the lot number. There was no damage to the patient/health professional by they are cautious due to the often of this defect. The incident was noticed in the moment of the application.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter on it. This occurred on 3 occasions during use. The following information was provided by the initial reporter: customer reports finding another needle with resin. Information received by email on 9/13/2019: the customer does not have the lot number. There was no damage to the patient/health professional by they are cautious due to the often of this defect. The incident was noticed in the moment of the application.